Event description:
The customer reported via phone call that they had a needle anomaly with their sensor. The customer stated the needle on the sensor became detached while being inserted into the inserter. Customer's blood glucose was 200 mg/dl. The customer also reported receiving lost sensor alarms with their sensor. Customer's sensor will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.